Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced due to an unspecified battery performance issue and an unspecified electrode product performance issue. No additional information was provided by the physician or hospital. No additional adverse patient effects were reported. The products were retained by the hospital. If pertinent information is provided in the future, a supplemental report will be submitted.